Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, the tip of the product was damaged. The damage part was retrieved from inside the body. The surgery, originally scheduled to take one hour, ended taking three hours. Due to the prolongation about more then 60 minutes the case is deemed reportable.

Manufacturer narrative:
Result of investigation: upon examination of the reported item 27040xa, lot xl03, it was determined that the distal end of the ceramic beak exhibits a fracture. In addition, deep scratch marks are visible on the shaft of the instrument. The fragments of the ceramic beak show black discoloration, which indicates thermal exposure or burns. Examination of the instrument subject to complaint reveals a fracture on the ceramic beak as well as thermal damage and deep scratches on the shaft. The black discoloration of the fragments indicates exposure to intense heat, possibly caused by an electric arc resulting from insufficient clearance between the cutting loop, optics, and shaft. In addition, the device may have been set to too high a setting, exceeding the permissible voltage. The combination of mechanical overload and thermal exposure suggests that the damage was most likely caused by improper use. The event is filed under internal karl storz complaint ID: (B)(4).